Event description:
Right ruptured implant. A 41 yr old white g2p2 female s/p bilateral submuscular 255 cc surgitek gels for augmentation 9/17/86 with no other trauma. Pt is complaining of arthralgias/myalgias, dysesthesias, fatigue, headaches, neurocognative changes, dry mucous membranes, rashes, g1/gu problems etc. Otherwise healthy. Exam shows partial right ii contracture left ii contracture. Surgery on 10/14/97 & right ruptured, marked cloudy/medium yellowing with minimum capsules with moderate histiocytes.